Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4)

Event description:
The customer reported via phone call that the insulin pump alarmed button error on (B)(6) 2015 and the buttons were not responding. The customer stated that the insulin pump has been exposed to moisture twice. Customer stated that once was from steam in the bathroom on 20(B)(6) 2015 and the other time was from ice in a cooler on (B)(6) 2015. She also reported that there is a crack on the lip of reservoir compartment and between the reservoir and the battery compartments. Blood glucose value is unknown. Customer was advised to discontinue the use of the device and revert to a backup plan. Customer was advised the insulin pump would be replaced and agreed to return the product for analysis.